Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon will possibly remove and replace a tmicl lens from the patient's right (od) eye. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Information received for the current patient on (B)(6) 2020. Current report is a duplicate of MFR file#: (B)(4). Please disregard current report. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h10 - MFR# file (B)(4) should be corrected to MFR# 2023826-2020-02223 please reference that report for complete claim details. Claim#: (B)(4).